Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
During the coil embolization, it was reported that the coil was detached. The coil got stuck on a stent (non-stryker) and when trying to pull back the coil it became detached. A snare was used to remove the detached coil from the patient. No clinical consequences reported to the patient. .

Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization, it was reported that the coil was detached. The coil got stuck on a stent (non-stryker) and when trying to pull back the coil it became detached. A snare was used to remove the detached coil from the patient. No clinical consequences reported to the patient.